Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) it was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to <1. On (B)(6) 2021, the patient was re-hospitalized for a second procedure. Echocardiogram noted that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 3. A second mitraclip procedure was performed. One clip was implanted reducing mr to 2. The patient remained stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot specific product issue. The reported patient effect of mitral valve insufficiency/ regurgitation (mr) as listed in the mitraclip system gen 4 instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the single leaflet device attachment/slda could not be determined. The reported /mr was an outcome of slda. The reported hospitalization and unexpected medical intervention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.